Event description:
The following events were noted through a periodic article review. On (B) (6) 2006, the pt underwent stenting of the left ica stenosis with an acculink stent for 80-99% stenosis. There were no complications and the pt was discharged the next morning. Over the next nine months, the pt developed asymptomatic, progressive recurrence of the left ica stenosis. Angiography in (B) (6) 2007 revealed a high-grade in-stent restenosis. This was treated with balloon angioplasty. No residual stenosis was noted. In (B) (6) 2007, angiography revealed 50% left in-stent restenosis and 95% stenosis of the right ica. This was not treated at that time. In (B) (6) 2008, the right ica was treated with a xact stent. There was no residual stenosis. In (B) (6) 2008, progressive flow disturbances were noted in the bilateral icas; the pt was asymptomatic. The plan was to operate on the right ica and retreat the left in-stent restenosis with balloon angioplasty. In (B) (6) 2008, fluoroscopic examination revealed a type iii fracture of the right carotid artery stent with associated 80% stenosis. On the left, in-stent restenosis was noted and retreated with balloon angioplasty. Two weeks later, a right carotid endarterectomy was performed with extirpation of the xact stent. Specimen radiography confirmed the fracture. The pt did well and was hospitalized for 48 hours. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The unk xact (part unk, lot unk) , indicated in b5 and d11, is being filed under a separate MFR#. Attachment: charles b. Ross, md, et al; "carotid artery stenting for stenosis following cervical radiotherapy: report of early failure with associated stent fracture", published vasc endovascular surg onlinefirst, published on july 29, 2009 as (B) (4). There was no reported product deficiency. The restenosis is a known adverse event listed in the acculink instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.